Manufacturer narrative:
(B)(4). Device evaluation: complaint device was returned for evaluation. Visual inspection at 10x microscope magnification was performed. The lens was observed cut in half. The condition observed is consistent with a lens that has been cut due to lens removal or explant procedure. During sample evaluation, the piece of lens was observed clear as expected. The reported issues could not be verified. The lens returned cut making it difficult to inspect the optic zone. The reported complaint was not confirmed. The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. During manufacturing process, all lenses are inspected under 10x microscope magnification and defective devices are rejected. A review of the complaints related to the production order was performed and the results revealed no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review, returned device analysis and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient experienced hyperopic refractive surprise after implantation of a 16.5 diopter z9002 intraocular lens (iol). The lens was explanted and replaced with a 21.0 diopter z9002 iol. There was no incision enlargement, no vitrectomy, no sutures or other patient injury. No further information was provided.